Event description:
Journal abstract received: dynamic hip screw hole filled by bone cement: anti-flexion and anti-torsion strength; zheng h., li y., guo y.-l; journal of clinical rehabilitative tissue engineering research. 2010 jan 22; 14 (4):698-701; reported: in an unknown case, the treatment for a intertrochanteric fracture is a lateral or anterior approach for dynamic hip plate system, dynamic hip screw, and femoral proximal intramedullary screw internal fixation. Even though the dynamic hip screw is standard treatment for this fracture, screw loosening, extraction, and breakage frequently occur. It is unknown if the products were a synthes device. This report is 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned or lot number provided. Date of event: journal of clinical rehabilitative tissue engineering research, volume 14, number 4, jan 22, 2010.